Event description:
It was reported the insulin pump has been alarming unexpected restart regularly for two weeks. The insulin pump then will reset time and date but not the settings. Customer's blood glucose was 6.0mmol/l. No unusual events occurred that may have lead to the alarm. Customer's blood glucose has been stable. Alarm history was reviewed and the following alarms were noted: unexpected restart, battery failure, external ram error, low reservoir, low battery, motor error, and weak battery. Temp basal was not programmed prior to unexpected restart alarm. Customer was advised to monitor device until replacement device was received. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.